Event description:
The daughter of a female pt contacted lifecor customer support to report the battery pack just removed from the monitor was displaying the red flashing bad battery icon and green charged icon at the same time. She stated that the battery pack had three bars when it was removed from the monitor. She placed this battery pack into the monitor and the monitor would not start up. The other battery pack started the monitor normally. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the lights was a blown fuse within the battery pack. This caused defective battery cells within the battery pack. The root cause of the blown fuse is unk, but is likely random component failure. The root cause of the defective cells was because the battery pack would not charge due to the blown fuse. The blown fuse and defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.